Manufacturer narrative:
The reported event of failure to sense was not confirmed. A complete lead was returned in one piece. Electrical testing, x-ray examination and visual inspection were normal with no anomalies found except for the outer coil at the connector region was offset consistent with procedural damage.

Event description:
Rv lead wasn¿t sensing during implant.